Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (component code, investigation findings, investigation conclusions). Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The most likely cause is patient factors, including pvl at implant and annular calcification. The subject device is not available for evaluation as attempts have been made to retrieve the device, but no device was returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 2 years, 1 months due to severe regurgitation and pvl. The patient presented with sob and fatigue. The explanted valve was replaced with a 25mm 11500a valve. The patient was in stable condition and transferred to the ICU post procedure. The patient was discharged pod #4. Per medical records, it was noted that during the implantation procedure, tee showed mild to moderate pvl post bypass. The device was left implanted due to heavy annular calcium burden. Initially, the patient did well post procedure, but he recently presented with worsening sob and fatigue. A recent tee revealed moderate to severe pvl with two separate jets, and very dense pericardial adhesions. The patient underwent re-do avr. The cause of pvl appeared to be due to dehiscence of the bioprosthetic valve from the annulus at the right and left coronary area. The annulus was further debrided and a 25mm inspiris resilia aortic valve was successfully implanted. Post-operative tee showed no pvl around prosthetic aortic valve, mean gradient at 5 mm hg, and lv ef preserved at 50%. The patient remained intubated and was transferred to the ICU in stable condition. The patient was discharged from the hospital on pod #4. Per pathology report, the explanted valve was presented with a scant amount of attached soft tissue with no gross calcifications. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.